Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported leakage. Event description: when flushing the tube for a patient, open the 10 ml pre-fill. There are no abnormalities in appearance, but when flushing the tube, the tube wall bursts, and liquid sprays out, splashing onto the nurse's face and the patient's body, causing a bad impression on the patient.